Manufacturer narrative:
Additional information: d4, d9, g3, h2, h3, h6 one 8.5f fast-cath introducer sheath and dilator were received for evaluation. The guidewire assembly was also returned. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and a build-up of skived material was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the guidewire insertion difficulty is consistent with skiving. The cause of the skiving remains unknown.

Event description:
During an atrial fibrillation procedure, some type of flaking was observed when the guidewire was passed through the dilator. The sheath was exchanged and the procedure was completed with no adverse consequences to the patient. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.